Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient could not charge well and requested a non-rechargeable ins model. The ins was replaced on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional stating the device was likely placed too deep in the chest wall. The patient was obese. It was reported the explanted device would not be returned.